Event description:
Port inserted on 9/18/94. Pt discharged on 10/6/94. 1/16/95 pt returned to hosp complaining of shortness of breath. X-ray revealed catheter had broken off and end was into rt atrium. Pt underwent angiography on 1/17/95 to retrieve broken catheter (successful.)